Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 590 mg/dl and 110 mg/dl, 498 mg/dl, 199 mg/dl, 184 mg/dl, 290 mg/dl, and 480 mg/dl 212 mg/dl, 262 mg/dl, 320 mg/dl, 340 mg/dl, 270 mg/dl, 558 mg/dl, and 189 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.